Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device implanted in the patient.

Event description:
The customer reported that a number of screws were missing from axsos 5.0 locking screws a result of an ordering issue. Smaller screws were used to complete the procedure.

Manufacturer narrative:
The reported event could be confirmed with the help of information provided. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. The instructions for use instructs user that: ¿implant selection and sizing: the correct selection of the fracture fixation appliance is extremely important. Failure to use the appropriate appliance for the fracture condition may accelerate clinical failure. Pre-operative: ensure that all components needed for the operation are available in the operation theatre.¿ based on investigation, the root cause was attributed to a user related issue. The failure was caused as a result of an ordering issue by the customer. IFU also states ¿pre-operative: ensure that all components needed for the operation are available in the operation theatre.¿ if device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
The customer reported that a number of screws were missing from axsos 5.0 locking screws a a result of an ordering issue. Smaller screws were used to complete the procedure. Additional information received from initial reporter on 03/05/2021: action taken (includes any action by patient, career or healthcare professional, or by the manufacturer or supplier): problems with ordering. Smaller screws used to complete the procedure. The set had been used over the weekend and therefore the screws were not ordered until monday, and the replacement screws did not arrive until lunchtime on tuesday. Discussed with staff the importance of putting stickers in the order books to enable stores staff to order what has been used.